Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s pacemaker was undersensing atrial events and thus was not compensating with automode switching to avoid potentially inappropriate ventricular stimulation. Programming changes were made to no longer track atrial events so as to avoid any possible inappropriate stimulation. The patient had no symptoms.